Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the pt presented for f/u. Noise was noted on the lead. Noise could not be reproduced with provocation testing. At f/u, all values were normal. The lead remains implanted.